Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) found broken doppler tether assembly. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 getinge field service engineer (fse) found cardiosave intra-aortic balloon pump (iabp) had broken tether assy. Fse replaced the tether assembly. Unit returned to customer. The failure analysis and testing dept. Received tether with a reported unit failure of broken tether. The failure analysis and testing dept. Performed a visual inspection and verified that the tether is broken off from the main doppler unit.

Event description:
N/a